Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has an scs system for off-label use. Device 5 of 5. Reference MFR. Report#: 1627487-2017-01849. Reference MFR. Report#: 1627487-2017-01850. Reference MFR. Report#: 1627487-2017-01851. Reference MFR. Report#: 1627487-2017-01852. It was reported the patient experienced an accident at work. Afterwards, the patient began to receive inadequate stimulation and overstimulation. An impedance check revealed high/invalid impedance. Troubleshooting was unsuccessful. As a result, the patient plans to undergo surgical intervention.

Event description:
Device 5 of 5: reference MFR. Report#: 1627487-2017-01849, reference MFR. Report#: 1627487-2017-01850, reference MFR. Report#: 1627487-2017-01851, reference MFR. Report#: 1627487-2017-01852. Follow-up revealed one of the patient's leads was explanted and replaced. Surgical intervention resolved the patient issue. Note: all leads are being reported as explanted because it's unknown which lead was replaced.